Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported the surgeon said the stapler would not cut and the handle jammed. 7/1/1998 another tsw35 was opened to complete the case. There was no consequence to the pt.